Event description:
Customer reported the adc freestyle libre 2 sensor needle was bent and therefore unable to obtain the scan readings. Customer experienced vomiting and weakness and had contact with healthcare provider who diagnosed him with hyperglycemia and treated with insulin (dose unknown) and fluids. Customer additionally reported that he self-treated with unknown medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial or lot number was not provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the libre sensor and reported complaint and the review did not identify any trends that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor needle was bent and therefore unable to obtain the scan readings. Customer experienced vomiting and weakness and had contact with healthcare provider who diagnosed him with hyperglycemia and treated with insulin (dose unknown) and fluids. Customer additionally reported that he self-treated with unknown medication. There was no report of death or permanent impairment associated with this event.